Event description:
It was reported that the patient was still having pain at the incision site when she hits something or presses down on the implant location. The patient increased the stim to 7.0 amp because she was having symptoms and at 7.0 amp it zapped her. The patient wanted to know if she had to wear the programmer at all times. The patient was now set at 5.0 amp and she was not feeling pain from the stimulation but she was still having symptoms. The stimulator was only helping a little bit. The patient had been urinating a lot more for a couple of days. The patient was going to see her urologist tomorrow ((B)(6) 2013) to have the device checked. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation: product ID neu_unknown_lead, serial# unknown: product type lead; product ID neu_ptm_prog, serial# unknown: product type programmer. (B)(4).

Event description:
Additional information stated the patient ¿received assistance from their doctor or manufacturer representative and their concerns were resolved¿ on (B)(6) 2013.